Manufacturer narrative:
H3, h6: the product, ri robotic drill (us), (B)(6) used for treatment was not returned for evaluation; thus, a visual and functional evaluation could not be performed, and a relationship between the reported event and the device could not be determined. Log files and userdatabase were provided but could not be attached. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirmed, a factor that may have contributed to the reported symptom may be associated with a loose connection causing intermittent connectivity. The real intelligence cori for knee arthroplasty user manual (500230) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". This failure is an identified failure mode within the risk assessment. Per complaint details, the drill disconnect issue was encountered upon attempting to bur distal. Reportedly, the surgeon decided to change technique to a manual procedure with a delay of fewer than 30 minutes, however it was communicated that no additional interventions were necessary, no other complications were reported and the surgeon was satisfied with the final outcome of this case. Clinically relevant medical documentation was not provided for inclusion in the investigation. Based on the information provided, the root cause of the reported event could not be definitively concluded. The patient impact beyond the reported fewer than 30-minute surgical extension and using standardized instrumentation/cuts alongside the cori¿ could not be concluded but no impact has been communicated. No patient injury was reported or expected as the surgeon did ¿change technique to a manual procedure¿ to achieve the distal cut, which is an approved surgical technique. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
H3, h6: the product, ri robotic drill (us), rob10013, (B)(6) used for treatment was not returned for evaluation; thus, a visual and functional evaluation could not be performed, and a relationship between the reported event and the device could not be determined. Log files and user database were provided but could not be attached. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action already implemented. Although the reported problem was not confirmed, factors that may have contributed to the reported symptom may be associated with an intermittent failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. Continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: 1. A hardware update to the cori console to reduce noise on the internal electronics. 2. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed, and 3. A hardware update to the cori drill to reduce mechanical stress on drill exposure the motor. The first two improvements are fully deployed. The third improvement is being deployed for new orders and as drills are returned for routine servicing. Also, smith+nephew is voluntarily performing a recall/field notification for the cori real intelligence robotic drill. The real intelligence cori for knee arthroplasty user manual (500230) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". This failure is an identified failure mode within the risk assessment. Per complaint details, the drill disconnect issue was encountered upon attempting to bur distal. Reportedly, the surgeon decided to change technique to a manual procedure with a delay of fewer than 30 minutes, however it was communicated that no additional interventions were necessary, no other complications were reported and the surgeon was satisfied with the final outcome of this case. Clinically relevant medical documentation was not provided for inclusion in the investigation. Based on the information provided, the root cause of the reported event could not be definitively concluded. The patient impact beyond the reported fewer than 30-minute surgical extension and using standardized instrumentation/cuts alongside the cori could not be concluded but no impact has been communicated. No patient injury was reported or expected as the surgeon did ¿change technique to a manual procedure¿ to achieve the distal cut, which is an approved surgical technique. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that, on the first case after the new software upgrade was successfully installed, after set up and calibration, the drill connect error appeared on attempt to bur distal. The procedure was diverted to manual instruments. Surgery was not delayed more than 30 min. No other complications were reported.